Event description:
As the swan ganz catheter was being inserted the 0.025 wire would not pass through the lumen at the hub. Then a second 0.018 wire was attempted and would not pass. Both catheters were of the same lot number. A third catheter was inserted and passed through without difficulty. It is uncertain if the third catheter was of the same or different lot number. There was no adverse outcome to the patient. Our hospital system has had similar problems in the past with these catheters; this is not an isolated event.